Event description:
Caller complains of manufacturer not providing instruction on how to sterilize their re-usable instruments. Pt safety and facility liability is a concern, since no effective and validated parameters are provided.